Manufacturer narrative:
The biomedical engineer reported this complaint however has not contacted gehc for repair. The resolution is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.